Event description:
The MFR received info on the 20th august 2014 alleging a elegance compressor had stopped running. There was no allegation of exposed wiring, there was no harm or injury at the time of reporting. The unit was returned to our distribution center on the 26th of september 2014, at which time the power cord was observed to have exposed wires. Philips internal reference no: (B)(4).

Manufacturer narrative:
Device received by our rdd (B)(4) facility and evaluated. The eval concluded that the device was damaged by the end user, as the power cord appeared to be damaged through excessive force/abuse which caused exposed wiring.